Event description:
IV line setup for administration of chemotherapy agent, tubing noted to be leaking at connection of inline filter. First line disconnected. Second line set up appeared intact. When chemo agent treatment initiated leak at connection of inline filter developed. No negative impact to patient.